Manufacturer narrative:
The complaint investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
While performing an ankle scope, the cutting edge broke in the shaft. The doctor claims that he was using the blade appropriately and was "dead center in the joint." The doctor tried to pull it out, but the piece fell to the back of the ankle joint. They tried to get it out, but could not. They then tried to use the angled parts of the knee arthroscopy kit to try to grasp the piece. When they still could not retrieve the piece, they had to make an extra incision at the back of the ankle and were finally able to remove the broken piece. The incident caused the case to extend an additional 30 minutes.